Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed visual inspection, and checked the transfer guard's needle for defects and it failed per specification. The transfer guard's needle was not centered. No occlusion anomalies or moisture was found after conducting a pre-fill test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was unable to push insulin through the set with the plunger. Blood glucose level at the time of the incident was not provided. The customer stated that she replaced the reservoir and resolved the issue. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.